Event description:
Appendix was then transected using a single firing of a linear 45 mm echelon stapling device with a blue load. Upon attempting to release the stapling device, the device appeared to malfunction and after repeated attempts to unlock the jaws using the release button at the back of the device.